Manufacturer narrative:
Device is a combination product. D4 lot number updated from 0024107313 to 0022600720. H4 device manufacture date updated from 07/08/2019 to 08/29/2018 device evaluated by MFR.:synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with a strut lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the stent strut peeled off. The procedure was completed with another of the same device by using a guidezilla 2. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the stent strut peeled off. The procedure was completed with another of the same device by using a guidezilla 2. There were no patient complications reported and the patient was stable.